Event description:
It was reported that an unexpected decrease of the remaining battery charge was observed. The device was explanted. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in (B)(6) 2021.